Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 7285632.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system due to both leads being left of the midline. As a result, surgical intervention was undertaken wherein a lead was explanted and replaced. The new lead was implanted more to the right of midline. The investigation did not determine which lead was explanted and replaced.